Event description:
It was reported that after a recanalization catheter had been activated approx three minutes in the posterior tibial artery, the catheter became stuck in the vessel. The vessel was dilated and the catheter was able to be removed in its entirety. In an attempt to remove the catheter, the distal end of the catheter material partially separated from the metal tip and due to additional force applied, the proximal end of the catheter broke near the handle. Another recanalization catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number and issue. The device was returned. The investigation is confirmed for a catheter detachment, as the device was returned in two segments. The investigation is confirmed for material separation, as the outer catheter became stuck in the vessel after 3 minutes of activation. The catheter becoming stuck in the vessel likely caused the tip to separate from the outer catheter. It is unk how the catheter became stuck in the vessel. It is likely that the catheter detachment was caused by excessive force retracting the catheter from the vessel. The root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.